Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for a ventricular tachycardia (vt) event. Electrograms showed atrial driven rhythms with very frequent stored episodes with atrial undersensing when the patient was in atrial fibrillation. In office review of atrial sensing parameters was recommended. No adverse patient effects were reported.